Event description:
A medtronic representative reported that while in a spine procedure, the navigation system unexpectedly powered down when beginning a l4-l5 fusion. Trouble-shooting the system, and trying several different outlets in the operating room, did not resolve the issue. A different navigation system was brought in to continue the procedure, another navigated o-arm spin was taken. The surgeon completed the procedure with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. Replacement ups shipped to site (B)(4) 2013. Medtronic representative, following-up at the site, replaced the universal power source (ups). After installing new ups the stealthstation powered up successfully. Logged into software successfully . Internal components inspected. Medtronic investigation of returned suspect device connected the ups and it powered on without issue. The ups ran for 3 to 5 minutes and then alarmed and the on/off button started flashing, indicating that the usp has switched over to battery power. Disconnected the battery and the ups powered off and will not power back on. Removed the side panel and found a burnt connector. Checked the continuity to the connector (tb1) and found that the resistance is high, measuring 560 ohm's. Electrical failure, connector loose, directly caused the event.